Event description:
It was reported that this patient had presented to the emergency room with a pocket infection and fluid built up within the pocket. The system was subsequently explanted. No additional adverse events were reported.